Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump over time had become louder with a grinding sound whenever it was rewinding, it was sounding like the internal parts may be getting wore down. Customer's blood glucose value was unknown. The device will not be returned for analysis.

Manufacturer narrative:
Device passed rewind test and displacement test. No unexpected rewind anomalies noted.